Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report # 1221359-2021-02159.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self test for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The consumer reported that the two (2) false positive results with two (2) binaxnow covid-19 ag self tests and were performed on tested nasal swabs. The consumer reported that the first binaxnow covid-19 ag self test she administered on herself and the second binaxnow covid-19 ag self test was performed on the consumer's son. Both test had a pink color under the control line; however, under the sample line it showed a circle shape instead of a line but still shows a pink color under sample line which was determined to be a positive result. On (B)(6) 2021, pcr confirmation testing was performed on a nasal swab for both the consumer and her son at cvs drive thru. The consumer reported that she received her results on (B)(6) 2021 and her son's results on (B)(6) 2021 both were negative. The consumer stated that she was experiencing a sore throat, runny nose and body ache; however, the consumer's son was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.